Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 300-500 mg/dl. The customer¿s current blood glucose was 320 mg/dl. Customer states they had symptoms like trouble breathing, thirsty and the customer was treated with manual injections. The drive support cap appears normal. The product was not returned for analysis.